Event description:
As reported by the legal team, approximately 6.5 years post initial left total knee arthroplasty (tka), the patient was evaluated in clinic and found to have aseptic loosening of her left knee and was indicated for left revision tka. The patient's femoral component was found to be grossly loose and removed using a tamp and mallet. The patient was revised to competitors devices. The patient was transferred in stable condition to recovery unit. Related report 1038671-2023-00603.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. Expiration date and manufacture date is unknown. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.